Event description:
Implant failed due to a loss of osseointegration. (B)(6) 2020 11:55:19 cet (B)(6). User:esevbe received date of the return product:(B)(6) 2020. (B)(6) 2020 11:55:42 cet (B)(6). User:esevbe received date of the return product:(B)(6) 2020. (B)(6) 2020 11:56:11 cet (B)(6). User:esevbe received date of the return product:(B)(6) 2020. (B)(6) 2020 12:40:04 cet (B)(6). User:esevbe received date of the return product:(B)(6) 2020.